Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had not used stimulation therapy or charged in 6 months or more. They were unable to charge the implantable neurostimulator (ins). A physician mode recharge (pmr) was performed and they were unable to get the ins to recharge per the norm. This was the end of the office day so they scheduled to meet again on (B)(6) to work on getting the ins charged. The issue was not resolved that the time of the report. No surgical intervention occurred and none were planned. The rep later reported that on (B)(6) 2015 two complete pmr sessions were performed. The second one got them to the power on reset (por) and they charged to 1/4 full to clear the por at the doctor's office. The rep reprogrammed her device a bit to get better back coverage and the patient was sent home to charge to full. The patient was doing well. It was later reported that there was premature battery depletion. The patient was not using stimulation much and allowed the ins to overdischarge an unknown amount of times. After the last por the battery depleted in 2 days. The issue was not resolved. The device was explanted.